Event description:
It was reported that the end part of the coil popped out slightly in the lesion. The target lesion was located in the coronary fistula. A 4mmx15cm interlock coil was selected for use. During the procedure, it was noted that the tip end part of the coil popped out slightly in the lesion. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.